Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The high pitched noise was the alarm for an electrical teste failure. The unit booted into service mode and displayed multiple fault codes. The unit showed an electrical test failure code #10. All calibrations were performed, but the unit still failed to boot into patient mode. Executive processor codes "fa" and "f0" were shown during the failed boot. The fse reinstalled the b.17 software. The unit was then able to boot into patient mode, but there was no display. The fse replaced the executive processor board (0670-00-0770). The fse completed a full preventive maintenance (pm), calibration, safety, and functionality checks per the service manual. The iabp was returned to the customer for clinical service. The failure analysis and testing department(fat) received an executive processor board p/n 0670-00-0770, s/n (B)(6) with a report, the unit failed to boot. Fat performed visual inspection of the executive processor board part per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the executive processor board into failure analysis and testing department iabp cardiosave test fixture for testing of the reported problem. Performed and tested the executive processor board part in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem. The test did trigger the reported problem of the unit failed to boot. The failure analysis and testing department was able to replicate the failure experienced by the customer. Retaining the executive processor board in the failure analysis and testing department per procedure.

Event description:
It was reported that prior to use on patient, the cardiosave intra-aortic balloon pump (iabp) will not boot up. There was no patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not boot up.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.